Event description:
It was reported that the driver tip was broken during tightening. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.